Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The article concluded that there are potential advantages to cg-evar with off the shelf availability, versatility, and low profile devices. [(B)(4)].

Event description:
Article received: caradu, c. E. (2017). Monocentric evaluation of chimney versus fenestrated endovascular aortic repair for juxtarenal abdominal aortic aneurysm. Annals of vascular surgery, 28-38. Purpose: to report the midterm results of cg-evar in a single center with standardized methods and to compare them to f-evar per the article deaths occurred during the study period renal parenchymal hematoma, post stenting renal artery dissection, renal infarct, acute mesenteric ischemia, and myocardial infarction.